Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints was reported for this same failure mode within this lot. The device has not yet been returned to the manufacturer. However, a full evaluation will be conducted if the device is returned and a supplemental report will be submitted when the investigation is completed. We will continue to monitor complaints for this failure mode via our standard complaint review process and data trending activities.

Event description:
It was reported that during the procedure, the physician inserted a non compliant balloon into the patient but was unable to advance it. While trying to remove the balloon, it was noticed during pull back that the balloon was hooked to the pressure guide wire, requiring that both devices being removed as a system. (Together) no pt injury was reported, and no intervention was required.